Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3226 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted (lot no. 626798) for female sterilisation. The patient had a medical history of parity 4 and multi gravida. The patient had a family history of blood pressure abnormal and thrombosis venous deep. Concurrent conditions were listed as shortness of breath, pelvic pain female, pelvic adhesions, endometriosis, pelvic pain female and fibroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3473 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy and hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - previously the date of essure removal was (B)(6) 2018 as per medical records their are two different dates of removal of essure. Admit date: (B)(6) 2020, discharge date: (B)(6) 2020 and procedures performed during this period : robot xi assisted hysterectomy, diagnostic laparoscopy. In same medical record the essure removal date was (B)(6) 2020. Admit date: (B)(6) 2020, discharge date: (B)(6) 2020 and procedures performed during this period : total abdominal hysterectomy bilateral salpingectomy. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Lot number added. Medical history, concomitant conditions & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted (lot no. 626798) for female sterilisation. The patient had a medical history of parity 4 and multi gravida. The patient had a family history of blood pressure abnormal and thrombosis venous deep. Concurrent conditions were listed as shortness of breath, pelvic pain female, pelvic adhesions, endometriosis, pelvic pain female and fibroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3473 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - previously the date of essure removal was (B)(6) 2018. As per medical records their are two different dates of removal of essure admit date: (B)(6) 2020, discharge date: (B)(6) 2020 and procedures performed during this period : robot xi assisted hysterectomy, diagnostic laparoscopy. In same medical record the essure removal date was (B)(6) 2020. Admit date: (B)(6) 2020, discharge date: (B)(6) 2020 and procedures performed during this period : total abdominal hysterectomy bilateral salpingectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3226 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.